Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return devices. Return and retain products were tested with 20 miu/ml cutoff hcg urine control, 208.6 iu/ml hcg urine control, 10 miu/ml serum hcg control, all hcg results were positive at read time and met qc specification. Retain and return products were tested with hcg negative donor urine samples and serum samples, all hcg results were negative at read time and met qc specification. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficiency information provided.

Event description:
It was reported that on (B)(6) 2015, the patient was tested on the consult hcg urine/serum combo x3 and received positive results. Lab bloodwork was performed and produced a negative qualitative serum result. Further information was requested, but no further information was provided.